Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed some of the marking appear to be missing (0.7 marking and higher). By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified old/piba fw pck 1 ml was defective. It was further specified that the syringe with blue labeling had very bad adhesion to the surface and the numbers and graduation marks were worn off. This was noted before use. There was no patient involvement. No additional information is available.